Event description:
It was reported through literature that an asahi sion guide wire had caused or contributed to vessel perforation. Publication: cardiovascular revascularization medicine 40s (2022) s222-s224 title: distal coronary perforation sealing with combined coil and fat embolization excerpt: an 81-year-old man with prior percutaneous coronary intervention to the left circumflex (lcx) artery, peripheral vascular diseasewith prior iliac artery intervention, hypertension, dyslipidemia, and obesity presented with left-sided chest pain with radiation to the left arm and back. Electrocardiogram showed sinus rhythmwith st elevations in inferior leads and 2mmst-segment depression in the anterior precordial leads suggesting inferior/posterior st-segment elevation acutemyocardial infarction. Emergent coronary angiography, performed via right radial artery access, demonstrated a 90% stenosis in the distal lcx at the level of 2nd obtuse marginal (om) bifurcation that was considered to be the culprit lesion (fig. 1a; supplemental video 1). In addition, there was an 80% stenosis in the proximal and a 70% in-stent restenosis in the mid-lcx. The lcx was tortuous and heavily calcified in the proximal to mid segments. The left anterior descending artery and right coronary artery did not have significant stenoses. The left mainwas engagedwith a 6-french ebu 3.75 guide catheter followed by the wiring of the distal lcx andom2 usingworkhorse guidewires. Balloon angioplastywas performed using a 3.0mm×12mmballoon. Stent deliverywas challenging due to significant tortuosity and vessel calcification but was eventually successful through a 6-french guide extension catheter. After deployment of a 3.0mm× 18.0mmdrug-eluting stent at 24 atm, the om2 developed severe ostial stenosis. The om2 was rewired, and kissing balloon inflation was performed using 2.5 × 12mmnon-compliant balloons (fig. 1b). Two more stents were delivered and deployed in the mid and proximal lcx after deep intubation with the guide extension catheter. This likely caused excessive movement of sion blueworkhorse wire (asahi intecc) resulting in distal vessel perforation in a branch of om3 (fig. 1c and d; video 1; supplemental video 2, supplemental video 3). The patient was hemodynamically stable without chest pain. An emergent bedside echocardiogram showed a small pericardial effusion. Balloon tamponade of the proximal to mid lcx was performed while we prepared a microcatheter for coil embolization. A finecross microcatheter (terumo, warren, new jersey) was delivered proximal to theperforation. Twoaxiumcoils (2.0mm×2cmand2.0mm×4.0cm, medtronic vascular, santa rosa, california) failed to seal the perforation despite waiting for 10min (fig. 1e; video 2). An autologous piece of fat was harvested fromthe patient's groin via a small incision and delivered distally through the finecrossmicrocatheter using saline injection, successfully sealing the perforation (fig. 1f; video 3). The patient remained hemodynamically stable and chest pain free for the remainder of his hospital course. A repeat limited echocardiogram the following day revealed no pericardial effusion and normal left ventricular ejection fraction.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, vessel perforation in this case were most likely associated with patient anatomy and procedural contents. Although loot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.